Manufacturer narrative:
Reporter is a synthes employee. Part # 397.127 lot # 5l46115 release to warehouse date: (B)(6). Manufacturer: (B)(4).no ncrs were generated during production. Visual inspection: the holding+distraction instr f/ecd (part #: 397.127, lot #: 5l46115) was received at us customer quality (cq). Visual inspection of the complaint device showed no defect or damage. The knob at the end of holding and distraction instrument was not properly engaged with the shaft that connects the rest of the device. The knob was falling apart. Functional test: as the implant or other mating device were not received, a functional assessment with these devices was not performed. However, a functional assessment was performed on only the complaint device. Due to failure of knob not able to engage with the shaft, the device fails to perform its intended function. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: no dimensional inspection was performed as there was no damage that warranted a dimensional inspection. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes, as device failed to perform as intended. Investigation conclusion: this complaint condition is confirmed for holding+distraction instr f/ecd. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) during a cervical corpectomy that there was an issue with the device. There was a fifteen (15) to twenty (20) minute delay while the implant was expanded outside the patient and placed in the appropriate location by impaction. The final result of the surgery was as expected. Unknown implant (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) holding+distraction instr f/ecd. This is report 1 of 1 for (B)(4).